Event description:
It was reported on the evening of (B)(6) 2023, a patient with dementia gave themselves multiple successive meal boluses although they were not eating. The following morning the patient's blood glucose was 40 mg/dl. The caregiver attempted to wake the patient, but the patient was unresponsive. The caregiver attempted to give the patient a nasal spray of glucagon powder, but the patient was combative. The caregiver was unable to administer the nasal spray to the patient. The caregiver then crushed up glucose tablets and was able to give a few of the tablets to the patient. Then the patient was able to wake up as their blood glucose came back into range. The patient was using the ilet during the hypoglycemic event. Immediately after the hypoglycemic event the patient was taken off the ilet.